Event description:
It was reported that the pacemaker exhibited farfield r-wave oversensing and recorded inappropriate atrial tachy response (atr) episodes. Upon investigating, technical services (ts) determined that the device should be reprogrammed, and the patient should follow up on any changes, and that the device is functioning as programmed otherwise. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.